Event description:
It was reported that during a shoulder procedure using a quantum 2 system, when the want was connected to the controller the display screen remained blank. The unit was reset, however, the issue persisted. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.